Event description:
On (B)(6) 2013, the patient underwent a trial procedure to receive two leads (from the same lot). It was reported the patient experienced a cerebrospinal spinal fluid leak during the procedure. It was also reported the patient was unable to receive adequate coverage intra-op. As a result, the procedure was abandoned and a blood patch was performed. Post-op, the patient experienced a headache.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.